Manufacturer narrative:
Pending investigation. Concomitant: (B)(6)- truliant tib imp psc insert sz 3, 11mm 4939912; (B)(6)- three peg patella 38mm 5586945.

Event description:
As reported, the patient underwent a knee revision where the patella and insert were revised. No further information provided.